Manufacturer narrative:
The product involved in this complaint is said to be available for evaluation but has not been received. A follow-up report will be provided upon conclusion of the investigation. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a o&m halyard, inc. Product is defective or has caused serious injury.

Event description:
A 62-year-old patient was admitted for creation of a right-wrist radiocephalic arteriovenous fistula. During the procedure, foreign material was observed contaminating the sterile field, presenting a potential contamination risk. No patient harm was reported.

Manufacturer narrative:
The sample was examined under ambient light conditions. A dark foreign material, measuring approximately 1.5 cm, was observed affixed to the adhesive. Under magnification, the foreign material resembled a crushed winged insect, with reddish stains around and near it. The portion that remained on the poly bag also showed fragments that could be described as a wing and several appendages. Observations indicate the apparent insect is on the outside of the adhesive and not between the adhesive and the drape material. The top side of the drape was unaffected. The device history record for the lot was reviewed and confirmed to meet all manufacturing and quality specifications, with no rework or special conditions reported. Pest control and fumigation plans are in place, including monthly perimeter and common area treatments, air curtains in production cells, and light traps around the dock to prevent insect intrusion. The fumigation program covers rodents, flying insects, birds, and other pests. Foreign materials and stains on pack 77769-80 show a downward trend, with this being the first incident reported between february 2024 and february 2026. Personnel in the cutting area were informed of the incident for awareness. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a o&m halyard, inc. Product is defective or has caused serious injury.